Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The scope communication error (e238) message could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that a foreign object came out of the suction channel. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that water tightness was lost due to a crack on the scope connector. It was observed that the dots are smudged and connected on the water detection sticker 1c due to water invasion in the device. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was also observed that the connecting tube had a dent due to handling issue. Lastly, it was observed that the bending section cover had a scratch due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope displayed scope communication error (e238) message. There were no reports of patient harm associated with this event. Upon device return and evaluation, a foreign object came out of the suction channel which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.